Event description:
This case was reported by a pharmacist via (B)(4) and described the occurrence of possible drug abuse in a male pt between (B)(6) of age who received corega (poligrip ultra fixative cream) for an unk drug indication. Concurrent medical conditions included suspected solvent abuse. The pt used to buy a lot of hairspray from the pharmacy. On an unk date, the pt started corega (unk). At an unk time after starting corega, the pt experienced drug abuse. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. Verbatim text: the pt was buying a lot of poligrip ultra. The pharmacy suspected him of being a solvent abuser. Neither the product nor lot number for this product is available. (B)(4).